Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 4th, 7-9th distal stent segments with struts raised and stretched. There was deformation evident to the distal tip, with tip being tore. The inner lumen patency was verified with a 0.015 inch mandrel. (B)(4). Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
The physician intended to use three endeavor resolute drug eluting stents to treat a severely tortuous, moderately calcified diffuse lesion with 80% stenosis in the left circumflex artery; the lesion formed an angle. The physician used stents of different length and diameter to treat the proximal end of the lesion and tried to reach the distal end of the lesion but failed. There was no damage noted to the packaging of the devices and no issues noted when removing the devices from the hoop/tray. The devices were inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. Resistance was encountered when advancing the devices and excessive force was not used. It was reported for all devices that stent deformation occurred in vivo during positioning/advancement. The physician did not complete the procedure. No patient injury was reported.